Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A consumer implanted for spinal pain reported they had trouble with their implantable neurostimulator (ins) since implant; the ins would stimulate for an hour and then she wouldn¿t feel it and her symptoms would return. The patient hadn¿t felt stimulation since (B)(6), and confirmed the ins battery was depleted using the patient programmer (pp). It was noted the patient charged for eight hours the night prior. Troubleshooting was attempted with the recharger, but the patient wasn¿t seeing the screens they should have been. A replacement recharger was sent to the patient since it was reported it had been working intermittently, but when they received it they tried to recharge, but the recharger was saying the ins was full. It was reviewed how to turn stimulation on by pressing the stimulation button resulting in the patient feeling stimulation. Stimulation was on group a with program 1 at 5.10 and program 2 at 5.10; no other groups were available. It was further reported when the patient had stimulation up high she felt it in her shoulder, so she turned stimulation to 4.70 and wasn¿t feeling it in her shoulder or legs. It was noted the patient had bumped her other hip about five months ago, but had no falls or accidents. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.